Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. Visual examination of the returned product identified the grey impactor tip has fractured and only 1 piece of the tip was returned. The impactor shows signs of use with some gouging on the strike plate, as well as some nicks and gouges on the handle of the device. The grey tip and the distal end of the impactor handle did have epoxy residue as well. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was using the instrument to impact the glenosphere, the tip of the instrument fractured. There was no retained foreign body or harm to the patient reported. Attempt has been made to obtain additional information. No additional information has been received at this time.